Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that the patient developed a broken skin irritation from the ucor hfams patch. The patient described the area as blisters and broken skin that is red, itches, and stings. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended coconut oil and saline spray for the skin irritation. The outcome of the skin irritation is unknown.